Event description:
It was reported that the device was explanted and replaced. Normal battery depletion: no. Patient recovered without sequelae.

Manufacturer narrative:
Final analysis of neurostimulator model 37712, serial # (B)(4), showed battery reduced capacity due to overdischarge; no significant anomaly.

Manufacturer narrative:
Recharger model # 37752 lot # nka122677n; lead model # 3778-60 lot # v009038 implanted: (B)(6) 2006 explanted unknown; lead model # 39565-65 lot # n210142001 implanted: (B)(6) 2009 explanted unknown; programmer model 37743 lot # nke129324n. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.